Event description:
The patient reported stopping use of the aligners because they were irritating the gums and digging into teeth resulting in soreness and receding gums. The patient also noted inflammation and sensitivity.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.